Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports error code 260.4130 on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer stated they already replaced the air in line assembly. Informed customer this is most likely due to the logic board, motor control board, bezel, or the pressure sensor harness. After verifying the pressure sensor harness was properly seated, I recommended the customer send in for repair. Customer will send in for repair. Ended call. (B)(4).